Event description:
Patient had reflex hybrid implant from c2-c7 in 2005. Patient reports problems swallowing and sitting up straight. Surgeon took x-rays and did not identify any issues but patient claims that she "can see jagged lines on the x-rays."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation. Device still implanted in patient.

Manufacturer narrative:
Method: device history review; results: the cause is unknown because no further information could be found. Conclusion: the patient's claim is that she is in a great deal of pain and had to leave her job as a result. The physician reported that they saw nothing unusual on the xrays. The device remains implanted. One reflex hybrid acp was reported to have caused an adverse reaction per report from the patient. Manufacturing history was reviewed and no incidents were found.

Event description:
Patient had reflex hybrid implant from c2-c7 in 2005. Patient reports problems swallowing and sitting up straight. Surgeon took x-rays and did not identify any issues but patient claims that she "can see jagged lines on the x-rays."